Event description:
A customer reported that their pump declared an alarm labeled as alarm 20 during the load process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge, but the cartridge alarm recurred, and the customer was unable to resume insulin therapy. As a result, technical support arranged for a replacement pump since the original was still under warranty. The customer was informed to use a backup therapy, specifically multiple daily injections (mdi), to ensure continued insulin delivery. Additionally, the customer received instructions to place the faulty pump in storage mode and return it with a pre-paid label.